Manufacturer narrative:
The device was manufactured october 7, 2017 ¿ october 9, 2017. The device was received for evaluation. Visual inspection revealed a tooling mark on the fill port cap, and that the fill port cap appeared to have been squeezed. The fill port was found to have a white hazing crack mark, and the same ¿squeezed¿ shape as the cap. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of a small volume infusor was crushed. This was noted when the device¿s packaging was opened. There was no patient involvement. No additional information is available.